Event description:
The customer reported, the system is displaying a collimator iris too large error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a collimator calibration. System operates as intended. (B)(4).